Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the sorbafix enhanced fixation device failed to secure the mesh after multiple attempts. The fixation was attempted at the abdominal soft tissue with adequate counter-pressure; however, the fasteners failed to deploy and secure. The loose fasteners were removed from the patient, and another device was used to complete the procedure. Reportedly, the surgeon had prior experience using this product. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure, the sorbafix enhanced fixation device failed to secure the mesh after multiple attempts. The loose fasteners were removed from the patient. The image provided shows the sorbafix fixation device has no visible damage to the device housing, and the trigger is not actuated. Also, there are twelve (12) loose fasteners lying next to the device. However, photo does not assist in determining root cause. The subject device was discarded and is not available for evaluation. Based on the information provided and without having the sample to evaluate, a definitive root cause cannot be determined. A review of manufacturing records was performed and found that the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.